Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading at the time of admittance was 474 mg/dl. Customer stated that she was having a lot of no delivery alarms and unable to bolus prior to hospitalization. No further information was provided.